Event description:
A beckman coulter field service engineer (fse) reported the peristaltic pump was making loud noises involving the unicel dxi 600 access immunoassay system. The fse replaced the peristaltic pump at the customer's facility and verified instrument performance. Further investigation revealed erroneous results were generated. Beckman coulter contacted the customer and confirmed that there were several erroneous creatine kinase-mb (ck-mb) and troponin I (access accutni+3) patient results from (B)(6) 2013. The customer did not provide details but stated no erroneous results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated the patients' samples were re-analyzed on an alternate access 2 system, and the results were reported to the hospital. The customer indicated patient results correlated after instrument service was completed. The instrument was in normal operation.